Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and would not open. A field service engineer realigned facia to allow enough space for drawer and verified the functionality of the device. The system functioned as intended after field service engineer repaired the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a malfunction that the drawer was not opening. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.